Manufacturer narrative:
(B)(4)

Event description:
It was reported that a lead integrity alert triggered on the right ventricular (rv) lead for short interval counts (sic) and non-sustained high rate episodes. A ventricular electrogram also revealed intermittent oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388t lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was further reported that electromagnetic interference (emi) was visible on the ventricular channel. No corrective action was taken. The patient has a chronic history of emi and has been educated and provided literature on emi.